Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occured. A lot history review (lhr) of rexf1201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt was inserted the catheter inside for more than 4 months. On (B)(6), when the pt was injected with chemotherapy drug (name: changchun ruibin) it was reported that the puncture site was painful. The nurse stopped the infusion, and removed the catheter while injecting the normal saline, (the catheter scale of the puncture site was 35cm), and leakage was found at the location of 31cm and 33cm of the catheter respectively. Symptomatic treatment was conducted on the affected site and kept observing it. The pt (cancer pt) was inserted with catheter on (B)(6) 2013, during the case the using was normal. On (B)(6) 2014 leakage was found and it caused the arm to be swollen and painful. Symptomatic treatment was conducted. Currently the red swelling is gone, the skin temperature is relatively high, and the pain has not been relieved. Now the pt was treated symptomatically with application of traditional chinese medicine and was observed continuously.